Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Other manufacturer's devices were also used in the case and could have contributed to the event as stated. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was originally reported that on (B)(6) 2013, the patient had a rotator cuff reconstruction surgery on her right shoulder. During this procedure, two anchors from a different manufacturer were inserted (1 of the 5.5 mm triple loaded medial row anchor and 1 of the 4.5mm double loaded anchor) along with two arthrex bio-swivelock lateral row anchors in order to create the suture bridge construct to repair the cuff. In october 2013, patient began experiencing significant pain in her right shoulder and returned to her surgeon for an evaluation of the pain. Radiology showed that cysts had formed and that the repair was coming apart. The patient was then referred to another surgeon for evaluation of the apparent complications. After the re-evaluation, it was suspected that the anchors were causing cysts and that fragments of these devices were causing pain and further injury to her shoulder. At this time, surgery was recommended to repair the damage to the shoulder. On (B)(6) 2014, a 2nd surgery was performed to remove the failed devices and to repair the damage to her shoulder. Follow-up information: revision (B)(6) 2014, arthroscopic, rotator cuff reconstruction with an extensive debridement with removal of multiple loose and foreign materials. A distal clavicle excision with revision, lateral subacromial decompression and a suprascapular nerve release. Cuff was debrided. Two large cavitary cysts around the lateral side of the humerus. One on top and 3 more along the articular margin, all of which had anchors within them and all reactive and filled with synovitis inflammatory tissue but with no evidence of infection. It appears to be more of an allergic-type reaction. Once the cuff was debrided, fragments of implants and sutures within the cuff were removed, there were 6 significant defects in the bone of the greater tuberosity from the cysts. Another manufacturer's helix anchor was used to repair this area. Pt was to remain in an abduction pillow for about 8 weeks before any type of therapy is considered.